Event description:
During an atherectomy procedure, the flexi-wire stuck in the flexi-cut after five cuts were made. As the cutter was turned, the tip of the flexi-wire became entrapped and separated. The separated tip was successfully retrieved with a snare.